Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope had air/water insufflation. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were air/ water flow issues due to solid and translucent blue material clogging the nozzle. The crystalized material appeared to be residue from a cleaning agent that could not be removed. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the insulation was out of specification at the distal end. It was also observed that the light guide lens was chipped. It was observed that the glue of the bending section cover was worn out. It was observed that the insertion tube was buckled. It was also observed that the label plate on the grip unit peeled off. It was observed that the scope cover was deformed. It was also observed that switch 2 was damaged. It was observed that the universal cord was buckled. It was also observed that the plug unit was scratched. Lastly, it was observed that the bending angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with a transparent solid blue foreign matter. The nozzle was not deformed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.